Event description:
A ta-90-4.8-p7h0746, lot #90485 - did not fire completely across the stomach. The surgeon had to hand sew the anastomosis, because the staple line was not correct. I was asked to go to the or, to observe the outcome of firing the stapler. "No harm to the pt occurred", according to the surgeon. Diagnosis or reason for use: ca of stomach.